Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise and oversensing on the atrial, ventricular and shock channels. This happened on two occasions; one leading to a shock and the other resulted in three seconds of asystole. Technical services noted this noise and oversensing looked to be electromagnetic interference. It was noted that all the lead measurements were normal. The noise could not be reproduced. The device system remains in service. No additional adverse patient effects were reported.